Event description:
Healthcare provider called to report a left side capsular contracture baker grade IV. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
The device has been explanted and replaced.

Event description:
Healthcare provider called to report a left side capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on july 19, 2022, with lot number 2798815. Analysis of the returned device identified the weight the device within specification, deformation, crease fold and wear abrasion. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.